Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D4: UDI: not applicable. E3: occupation: product manager. The actual device has not been returned for evaluation. The retention samples were visually inspected and confirmed free from a bent and hole on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. A total of thirty-three (33) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. We will further confirm this conclusion once we have evaluated the actual sample. Therefore, a final answer card will be provided once the investigation is completed. No corrective action is taken as of this time. The investigation is currently ongoing. Therefore, a follow-up report will be submitted once the investigation is complete. No corrective action is taken as of this time. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the upon removal of the involved device the sheath separated from the cannula hub. The sheath remained in situ and required surgery to remove. There was no impact on the patient. Medical or surgical intervention was performed. The remaining catheter tube was surgically removed. The event occurred post-operative. The final patient impact was stable. Additional information was received on 19 feb 2024: the condition of the device looks like the sheath separated as a part is still in the hub. No issues were encountered during the placing of the catheter in the patient. The catheter stays on the patient for a couple of days. There was no resistance/difficulty observed during the removal of the catheter from the patient

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) piece actual sample was received. The proximal hub and distal portion of the IV catheter were received. Both the proximal hub and distal portion of the tube were viewed under magnification, and it was observed that it is pressed and stretched. The proximal hub measures 3mm from the hub tip and the point of separation has an elongation or stretched part parallel with the remaining tube on the hub. Traces of brown dried blood was observed on the sample and the burr on the tip is also a normal indication of usage during the insertion of an IV catheter. A total of twenty-eight (28) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. On previous catheter breakage complaints, the tensile strength was challenged of our catheter tube through the manual pulling tube and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in the complaint. This shows that the catheter tube has high tensile strength and does not break easily even when a strong force is applied. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. There were no reported issues with the product when it was inserted into the vein or during a couple of day period it was used, indicating that the device worked properly. The assessment determined that the condition of the returned sample is most likely the elongation from the stretched tube because of the applied force. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes.